Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was "low" (specific value was not provided), and the meter bg reading was 650 mg/dl. As a result of the basal suspension, customer's blood glucose (bg) level rose ranging from 500 mg/dl to "high" (specific value was not provided). Customer gave a bolus via the pump to address bg level and went to the emergency room and was subsequently hospitalized. Customer was treated with intravenous fluids of saline and insulin and was released from the hospital on (B)(6) 2023 with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. A replacement pump was sent to the customer for customer satisfaction and customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.